Event description:
During routine placement of peg tube, the looping wire broke off while being pulled through the skin. We were able to grasp the wire and pull the remaining distance to complete the procedure. There was no injury to the patient.